Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed through error logs the customer reported complaint. For clarification, the instrument did not pass self-test intermittently during the initialization process at the site, likely leading to a dislodged blade. Review of error logs confirmed several homing failures (error 22026) during initialization using system sk163 on (B)(6) 2021. The customer was able to re-install the instrument for self-test to pass. Upon visual inspection, the instrument was found with no dislodged blade. Visual inspection showed that the blade was not exposed outside of the blade garage. No conductor wire damage or snake wrist damage was found. Instrument was placed on the system and passed self-check. There was slight bio debris found at the instrument tip. Failure analysis found the primary failure of self-test initialization failure to be related to the customer reported complaint. Additional observation not reported was that one ceramic dot was no longer present on the electrode of a jaw assembly. Material approximately, 0.03" x 0.03" was missing and not returned by the customer. Mishandling/misuse. Failure analysis found the additional failure of a dislodged ceramic dot to not be related to the customer reported complaint.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer noted the vessel sealer extend (vse) instrument blade was exposed. The procedure was completed with no reported injury.